Event description:
Pt had defective implantable cardiac defibrillator and defibrillator lead. Device ventritex v110c, lead - cpi 0074. Pt had history of ventricular tachycardia. Lead was extracted in the or. And sent to cpi. The defibrillator was sent to ventritex.